Event description:
It was reported from (B)(6) that the motor device did not function. It was unknown if the device was used in surgery.  It was unknown if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and it was observed that the device had a worn out motor and control system and a hole in the hose. Therefore, the reported condition was confirmed. The assignable root cause of the worn out motor and control system was due to normal use and servicing over time. The assignable root cause for the hole in the hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or by exerting extreme force on the hose during cleaning or use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.